Event description:
It was reported that the system made an arcing noise and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and lubricated the high voltage candlestick connectors. The system operates as intended.